Event description:
A report was received that the patient was experiencing charging difficulties so the physician moved the pocket to a better location. Nothing was explanted. The patient was reportedly doing fine after the revision procedure.